Event description:
Pen needles hurt and the needles are bending. Sometimes there is a tiny bump after patient removes the needle. She rubs it and the bump disappears in a few hours.

Event description:
Pen needles hurt and the needles are bending. Sometimes there is a tiny bump after patient removes the needle. She rubs it and the bump disappears in a few hours.